Manufacturer narrative:
Date of report: 21jul2021. There was no patient involvement.

Event description:
The customer reported getting a check vent error for pressure sensor autozero failed. There was no patient or user involvement. The remote service engineer (rse) spoke with the customer and confirmed the presence of the error in the logs. The rse advised the customer to verify pin alignment between solenoids and the data acquisition (da) board, replace solenoid 2 and 4, or replace the da board. Other information is pending.

Manufacturer narrative:
The removed data acquisition (daq) system and two solenoid valves were return for analysis. Visual inspection of all returned parts revealed no evidence of damage or contamination. A failure investigation (fi) was performed. The solenoid valves were tested, and no failures were identified. The data acquisition (daq) system was installed in the fi test ventilator to attempt to duplicate the reported problem. The customer complaint was verified. The root cause is failure of pressure sensor u7 on data acquisition (daq).

Manufacturer narrative:
The authorized service provider replaced solenoids 2 and 4 and the data acquisition (da) board. The issue is resolved.